Manufacturer narrative:
The technician isolated the issue to a broken siderail center arm assembly. The tech replaced the center arm assembly to repair the bed.

Event description:
Info received indicates the left head siderail will not latch.